Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show the error message related to the customer's report. However, without receipt of the device, root cause evaluation could not be peformed. Analysis of reports of this type has not identified anincrease in trend.

Manufacturer narrative:
The customer's report was observed during initial testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing including full functionality testing, fast test, shock and impedance test, off current test, resistant test, and hla testing without duplicating the report. After running fast testing, the report was self-cleared and did not reoccur. Internal inspection of the device found no discrepancies. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.